Event description:
The dentist reported 10 days after the dental implant was installed in intraoral region #19, it was verified its non osseointegration. 60 ncm of primary stability was achieved and immediate load was not performed.